Event description:
A customer reported an issue with their pump's touchscreen, which was frozen and unresponsive. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, and the customer successfully regained interaction with the pump screen following the reset.